Event description:
It was reported that the inner cannula, or needle, of tenex microtip dislodged from the rest of the handpiece and was inadvertently retained in the patient's foot. The dislodged piece was subsequently removed in the operating room.